Event description:
The following information was reported to gore: on (B)(6) 2024, a patient underwent endovascular treatment of an abdominal aortic aneurysm and bilateral iliac artery aneurysms using gore® excluder® iliac branch endoprostheses. During the treatment, after all devices were implanted, an digital subtraction angiography revealed a compression of the ipsilateral leg of the iliac branch component (ibc) in the right leg. Reportedly the ibc was fully deployed initially. Additionally a bare stent was implanted into the ibc. The patient tolerated the procedure. On unknown date, but may 2024, a follow up computed tomography revealed a compression of the ipsilateral leg of the ibc. On (B)(6) 2024, a reintervention was performed for the compression. Blood flow had no issues. However, a stent graft was implanted into the ipsilateral leg of the ibc as planned. The compression was resolved. The patient tolerated the procedure. The physician stated that there was no problem with abi, however the reintervention was performed due to concerns about future blockage. It would have been better to use an excluder rather than the bare stent at the first evar so that the expansion forces of the ipsilateral leg and another leg were balanced.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: incomplete component deployment. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.